Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, air was leaking from the valve. No air was observed in the patient. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. Both the external and internal hemostatic valves were found to be deformed, potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. Along with the deformation, both the external and internal hemostatic valves had tears affecting their center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, air was leaking from the guidewire valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis. It was confirmed that no air was seen in the patient.